Manufacturer narrative:
Investigation in process.

Event description:
The user facility reported their reliance synergy washer/disinfector "caught on fire". The staff started to smell acrid fumes while the synergy was running in the drying phase of an instrument cycle. The staff informed the hospital engineer and shortly after noticed flames coming from the top of the synergy washer, triggering the sprinkler system and fire alarm to go off. The hospital engineer actuated the emergency stop on the unit and shortly after fire department personnel arrived onsite.

Manufacturer narrative:
The hospital's insurance company has refused release of the synergy washer (both entirely or parts) subject of the reported event.